Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec gripper plus safety needle safety feature to retract the needle failed. Upon inspection, it was noted that the base of the safety mechanism was "seared together," which did not allow needle to retract. No patient or clinician injury was reported. See MFR: 3012307300-2016-00380.